Event description:
It was reported that the patients ipg was intermittently turning off and on. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted battery was disposed of in the operating room.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.